Event description:
It was reported that the patient's device migrated following a fall causing them pain, discomfort, and a burning sensation on their leg. Imaging confirmed that the device migrated at approximately 15 to 20 degree angle. The device remains implanted, and the event is ongoing.

Event description:
It was reported that the patient's device migrated following a fall causing them pain, discomfort, and a burning sensation on their leg. Imaging confirmed that the device migrated at approximately 15 to 20 degree angle. The device remains implanted, and the event is ongoing. Additional information was received that the superion indirect decompression system patient underwent an explant procedure due to slight posterior dislodgement of the implant. The patient is doing well postoperatively.